Event description:
It was reported that the device was near eri and monthly follow-ups were being performed. Interrogation of the device revealed back-up operation. The clinician attempted a download but during the course of the download, the wand came off the device when the patient moved. Attempts to read the device software and eri bits resulted in errors. The device did not permit interrogation or allow telemetry to write to it.